Event description:
I received notice (via medical device app notification) late on (B)(6) 2026 that an urgent medical device correction software was needed for my medtronic diabetes 780g insulin pump. The update (specifically the 6.62 update from 6.61) was supposed to take several hours so there was not enough time to do that day so I installed the update the next day ((B)(6) 2026). In the next few days, I began learning that several people with medtronic 780g insulin pumps who had done the 6.62 update had critical pump error failures (replacement required). At that point, my update was still working properly. However, early this morning (3:15 am approximately), my 780g insulin pump also experienced the exact same critical pump error failure. Related to this pump failure is an unfortunate replacement process. I've been told by medtronic diabetes technical support that my replacement insulin pump will not have the necessary (for glucose sensors that I have purchased) original software upgrade (6.61) already installed. So, it's not really a true replacement in other words. Also, technical support does not seem to know if/when the problems in the 6.61 and 6.62 updates will finally be addressed (without problems) and available to people like me going thru the replacement process.